Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had folds in cylinder body that indicate possible buckling of the cylinders. Cylinder 1 has broken fabric threads and exhibited bulging when inflated in proximal end of the cylinder body; no leaks were found. Cylinder 2 has multiples leaks near the proximal end of the cylinder body due to wear at the corner of folds; holes were present. The ams 700 momentary squeeze (ms) pump was visually inspected. The pump was functionally tested and failed the activation test. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that dr tom walsh explanted what he thinks is a defective cylinder. The patient had a new implant put in at the same time. Dr. Walsh thinks that one of the cylinders was defective as there was a loss of fluid in the product after less than 5 years of being implanted. There were no patient injuries to report and the patient is satisfactory after the new implant.